Manufacturer narrative:
Additional information: section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded monocular intraocular lens (iol) with model zcb00 had a capsular bag ruptured upon placement in the eye. The lens was removed. A vitrectomy was required. A new lens (za9003) was inserted and sutures were required. The patient was shifted to the recovery room without issue. Additional information received and it was learnt that the surgery proceeded normally with lens removal. The capsular bag was reinflated with viscoelastic and the capsular bag was intact. The zcb00 lens was placed in the eye using a shooter and allowed to unfold in the capsular bag. The inserter was not advanced into the anterior chamber. A kuglen hook was used to push the trailing haptic from the anterior chamber into the capsular bag and a tear in the posterior capsule was seen with the leading haptic going through the tear. Iol was brought back into the anterior chamber and removed from the eye by cutting each lens into three pieces. Lens was replaced with a three-piece sulcus lens in same surgical procedure. The patient required an anterior vitrectomy that same day. Patient has been referred to a retina specialist for evaluation because of the anterior vitrectomy. Appointment is scheduled for (B)(6) 2023. No further information is available.